Event description:
It was reported that during a da vinci si hysterectomy procedure the 5 mm monopolar cautery hook tip accessory installed on the 5 mm monopolar cautery instrument broke off and fell into the patient. The broken piece was successfully retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The hospital indicated that the tip accessory will not be returned for evaluation as it was discarded, however, the instrument used in conjunction with the tip accessory was returned and evaluated. Per the customer reported complaint, engineering observed a-sure rectangular tube remaining inside the monopolar adapter at the top of the instrument snake wrist. Microscopic inspection found no evidence of spot weld at the end of the a-sure tube, which may have allowed the tip to dislodge.